Manufacturer narrative:
No excessive no delivery alarms noted during testing. The device passed prime test, excessive no delivery test, displacement test, and self test. No unexpected external error alarms or displayable history check failed on startup alarms noted during testing. The device had multiple, displayable history check failed on startup, alarms in the alarm history screen due to corrupted history file. Device had cracked case at display window corners and cracked reservoir tube lip.

Event description:
Customer reported that the insulin pump returned multiple error alarms. Blood glucose level was not provided. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.